Manufacturer narrative:
Analysis of programming history.

Event description:
A computer software error was observed when reviewing a pt's programming history. On (B)(6) 2005, a faulted system diagnostics test was observed, after which the pt was not interrogated. The pt's next recorded visit was on (B)(6) 2006, during which the pt's settings were indicative of interrupted system diagnostics. The pt's settings were not corrected at the visit. The pt's settings were still unchanged at the next visit on (B)(6) 2006. The settings were changed between (B)(6) 2006, but the date of the change is unk per the programming history.

Manufacturer narrative:
Corrected data: the initial report inadvertently listed the wrong software version number.